Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 9610847-2019-00810.

Event description:
It was reported that foreign matter was found in the bd q-syte¿ extension set micro bore during use. The following information was provided by the initial reporter, translated from chinese to english: "foreign matter was found in the connector during use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd q-syte¿ extension set micro bore during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "foreign matter was found in the connector during use."